Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly mid right coronary artery. Pre-dilation was performed with a semi compliant balloon catheter. A 28x2.50mm promus premier¿ drug-eluting stent was then deployed in the lesion however, upon checking under fluoroscopy, a non-flow blood limiting edge dissection was noted at the proximal portion of the stent. A 2.5x24mm promus premier¿ was then deployed to cover the dissection. No further patient complications were reported and the patient's status was stable.